Event description:
The screw driver head twisted. There was no adverse consequence to the pt.

Manufacturer narrative:
Visual insp confirmed that the screw driver head is twisted. This is probably a technical limit of the screwdriver head in case of hard bone. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective look back of complaints resulting from the acquisition of memometal technologies by stryker corp.